Event description:
It was reported that when patient presented remotely via merlin.net transmission showing non-sustained rv oversensing due to myopotential oversensing. Programming changes were recommended but not made. No further information is available.